Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a grip tang bent likely causing issue reported by the customer. The components adjacent to this bent grip tang did not show damage. The grips did not show cracking damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was unable to be pulled out of a patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was stuck in a closed position. The instrument was removed through the trocar and with the cannula. There was no tissue entrapment, adverse event, bleeding, or injury to the patient. There was no unexpected tissue removal. A new instrument was opened to complete the procedure. There wasn't any adverse effect to the grasped tissue and there was no bleeding.